Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were reviewed and identified the patient reported feeling a sudden change in their knee with pain and swelling. Office x-rays revealed osteolysis and erosions under the tibial plateau medially. During the revision fracture was noticed across the medial tibial plateau and erosion was noted medially. The femur was noted to be intact. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Concomitant medical products : item#:00111214001, palacos r 1x40 single, lot#:7714364. Item#:00111214001, palacos r 1x40 single, lot#:7714364. Item#:00599601751, femoral component option for cemented use only size g left, lot#:62438666. Item#:00598009000, stem extension replacement screw, lot#:62454245. Item#:00596009900, taper stem plug, lot#:62448307. Item#:00596405010, articular surface size gh 10 mm height "use with plate 7, lot#:62463371. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05099, 0001822565-2019-05100.

Event description:
The patient was revised approximately four years, three months after his initial left tka due to pain and swelling. Radiology reviews revealed osteolysis and erosions under the medial tibial plateau which the surgeon attributed to early loosening of the tibial stem. During the revision, a fracture was noted on the medial tibial plateau and erosions confirmed. The tibial components were revised without complication, the patella was resurfaced, and the femoral components were left intact.